Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the maryland bipolar forceps instrument lot# n10200928 /sequence 0105 associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system sl0578. Instrument has 5 remaining usable lives with no subsequent use recorded. A review of the submitted image was performed. The size and quality of the submitted image showing a likely maryland bipolar forceps instrument is very poor and grainy. No conclusive determination could be made based on this analysis. The (B)(6) bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). The failure mode is a reportable malfunction. The complaint information reports thermal damage on the distal end of the instrument with no allegation of mishandling or misuse. Although there was no arcing reported, and there was no patient injury reported, if this failure were to recur, it could result in an adverse event. At this time, the root cause of the customer reported failure mode remains unknown. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Device expiration date for section was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument has 5 remaining usable lives, therefore, had not expired. Field implant date is blank because the product is not implantable. Information for the blank fields in section is not available. Fields PMA/510k, recall (if recall number is given), and correction/removal number are not applicable.

Event description:
It was reported that during central processing, the customer conducted an inspection and identified "heat damage" or thermal damage on the (B)(6) bipolar forceps instrument near the location of the wire. According to the report, no issue was identified on the instrument during the last usage for da vinci-prostatectomy procedure. The user completed the procedure with no functional issue reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the site confirmed that the no fragment fell inside the patient during the last instrument usage. Furthermore, an x-ray was performed confirming no retained fragment inside the patient. It was unknown if there was any arcing during the procedure. No additional details related to the intraoperative use of the instrument during the last procedure usage was provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the investigation. Failure analysis was able to confirm the reported event. The instrument was found to have thermal damage on the yaw pulley. The conductor wire was confirmed to be intact and without damage. The instrument was subjected to electrical continuity and passed testing. The known common cause of the thermal damage on the yaw pulley is attributed to mishandling and misuse.